Manufacturer narrative:
Date of event is estimated. The event of high impedance was reported to abbott. Both of the patient's leads were explanted and replaced. The patient's right s1 lead recorded high impedances resulting in ineffective therapy. The left side s1 lead due to adhesions. The left side s1 lead was not associated with loss of effective coverage. Effective therapy was restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostic recorded high impedances on the right s1 one lead. Surgical intervention was undertaken on (B)(6) 2025 wherein the right s1 lead was explanted and replaced. The left s1 lead was dislodged during surgery and the physician opted to replace it. Effective therapy was restored post operatively.